Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noticed a malfunction of the movement. The fenestrated bipolar forceps (fbf) instrument did not work properly. By visual inspection it was noticed a broken cable. Number of lives remaining was 4. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the failure was not related with the inability to move the instrument at all (static instrument). The movements of the surgeon did scale appropriately to the instrument. The instrument did not move in the opposite direction. The timing of the instrument movement was appropriate. There was no shakiness and/or friction experienced/observed. There was no instrument to instrument or system arm to arm interference. There were no external collisions.